Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic,chronic') and device dislocation ('both essure coils were removed from the abdomen') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and menometrorrhagia. Current weight 127 lbs. Previously administered products included for to prevent pregnancy: mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included asthma, hypertension, hypercholesteremia, uterine bleeding and post coital bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines /headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with botulinum toxin type a (botox), clindamycin, ibuprofen, nsaids, paracetamol (acetaminophen), propranolol, sumatriptan, topiramate and surgery ((B)(6) 2016, salpingectomy (bilateral) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the device dislocation, depression, menorrhagia, vaginal haemorrhage, migraine, anxiety, dysmenorrhoea, dyspareunia, nausea and weight decreased outcome was unknown and the genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported as (B)(6) 2012. Insertion details: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 4 coils noted to be trailing in the uterus. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.86 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: no abnormal endometrial thickening. Essure coils identified in region of uterine cornua. Right ovarian dominant follicle. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received. Lot number was added. Insertion date was updated. New events abnormal bleeding (vaginal, menorrhagia), migraines /headaches, mental anguish, dysmenorrhea, dyspareunia, nausea, weight loss, both essure coils were removed from the abdomen was added. Updated event psych injury to depression. Concomitant condition, concomitant drug, treatment drug, lab data, reporter, patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic,chronic') and device dislocation ('both essure coils were removed from the abdomen') in an adult female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, menometrorrhagia, spotting vaginal, seasonal allergy, overweight and constipation. Current weight 127 lbs. Previously administered products included for to prevent pregnancy: mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included asthma, hypertension, hypercholesteremia, uterine bleeding and post coital bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines /headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with botulinum toxin type a (botox), clindamycin, ibuprofen, nsaids, paracetamol (acetaminophen), propranolol, sumatriptan, topiramate and surgery ((B)(6) 2016, salpingectomy (bilateral) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the device dislocation, depression, menorrhagia, vaginal haemorrhage, migraine, anxiety, dysmenorrhoea, dyspareunia, nausea and weight decreased outcome was unknown and the genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported as (B)(6) 2012. Insertion details: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 4 coils noted to be trailing in the uterus. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.86 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2013: no abnormal endometrial thickening. Essure coils identified in region of uterine cornua. Right ovarian dominant follicle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic,chronic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s)(unspecified). Result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/ abdominal, bleeding: general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection, vaginal discharge. Lab data was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.